Manufacturer narrative:
After additional information was received on october 27, 2017, it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806-2017-00601 submitted on sep 06, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event.

Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
It was reported that hex driver did not fit into the fixture mount. Dentist finished the procedure with another driver.